Manufacturer narrative:
One imp,tsv,4.7,11.5,mtx,mg (tsvtwb11) was returned for investigation. Visual inspection of the as returned product identified significant wear and debris (bone residue) from trephining around the implant threads. The implant collar is noted to be fractured. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional 510k number: k101880.

Event description:
It was reported that the implant fractured and was removed from tooth site 19.